Event description:
It was reported that the patient developed a cerebrospinal fluid leak following a new pump catheter implant. The patient experienced a hematoma. The report indicated that the hematoma was drained and the issue resolved. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up-report will be sent if additional information becomes available.